Event description:
Surgeon had performed larnoscopic removal of nodule. The ett was inadvertently pulled out of the patient by the surgeon, not realizing anesthesia did not have an airway. O2 saturation dropped down in 64%. Positive pressure ventilation was given.